Manufacturer narrative:
Results - is based on evaluation of user facility information and the returned sample; reserve sample evaluation. Conclusions - is based upon reserve sample testing. The involved device was returned to the manufacturing facility for evaluation. Both the sheath and dilator were returned for evaluation. Visual inspection upon receipt found the sheath to have a slight curve, there were no other defects noted with the sheath. The dilator was noted to have been broken at the distal end and the edges were jagged. A magnified inspection of the broken edges revealed that the dilator material was lighter in color which indicates stress. The dilator was noted to be curved when the pieces were aligned. An evaluation of the reported lot and the surrounding lots manufactured was conducted. A visual examination of the devices revealed no visual defects. In addition, the dilators were manually manipulated along the length, and no breakage was noted, confirming there were no brittle areas along the length of the dilators. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based on the available information and the returned sample provided by the user facility it is likely that the dilator may have been subjected to some sort of stress that caused the dilator to break while still in the packaging, prior to use. The damage noted on the sample displayed characteristics of a ductile break rather than a brittle break. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the dilator was broken near the tip. Follow-up communication from the user facility reported; the device was not used on the patient, another device was opened and used to successfully complete the procedure.